Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)..

Event description:
Customer reported via phone call that the some of the part of the insulin pump's screen was not visible. Customer's blood glucose level was unknown. Customer reported that he fell on ice which cracked the screen on his insulin pump and now some part of the screen was invisible. Troubleshooting was done for cosmetic damage. Customer reported that reservoir was able to lock in place when inserted into insulin pump. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with missing segments or partial display due to cracked and bleeding on lcd glass. Device was received with cracked lcd window. The p-cap locks properly into place.